Event description:
The customer reported to olympus, the camera head the image was flickering with stripes due to poor contact with the board. The issue was found during preparation for use in a therapeutic intrauterine electrocision surgery. The procedure was completed with no delay using another camera head. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. It was determined that an ¿image flickered with stripes¿ because communication failure occurred due to the contact failure of printed circuit (up) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.